Event description:
One blood leak in one pt occurred 75 minutes after starting of hemodialysis treatment. The leakage was observed visually, by the leak detector, and by the test strip. The blood loss was about 200cc because the blood inside the dialyzer and tubing were disconnected with the affected dialyzer. The pt was well and no medical treatments were given.